Event description:
Sorin group (B)(4) received a report that a pump stopped during the procedure. The perfusionist hand cranked the pump to maintain blood flow to the pt. The control panel was changed out and the case proceeded without issue. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 heart lung machine. The control panel is a component of the system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) has received the product for eval and is currently conducting an investigation. A f/u report will be filed when the investigation is complete. There was no report of pt injury. The instructions for use describe how to safely hand crank the pump to start, continue or conclude a procedure in event of a pump stoppage. The facility has filed a report with the country's competent authority. This medwatch report is being filed as a result of this action.